Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number(B)(6), and the reported stroke could not be conclusively established through this evaluation. Additionally, review of the device history record documentation and device tracking information confirmed the report that the center connected the outflow graft clip to a heartmate 3 left ventricular assist device (lvad) with a modified spline pump cover in error. The clinical consultant stated that prior to the case, he completed training on the new spline pump cover at the hospital. After he was informed about the case, he reportedly resent the training materials, spoke with the perfusion educator, and scheduled a review session with the surgeons and or staff. Additionally, any extra outflow graft clips were removed from the immediate area as the hospital currently only possessed heartmate 3 implant kits containing pumps with the new spline cover. The reported information indicated that the outflow graft clip was successfully installed on the device during implant and the surgeon did not wish to remove it after being informed that it was not required. The patient remains ongoing on heartmate 3 lvas, serial number(B)(6), with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of production order showed that (B)(6) was manufactured with the spline pump cover. Review of production order showed that (B)(6) was included in heartmate 3 lvas implant kit part number (kit with blue suitcase containing pump manufactured with spline pump cover with printed abbott logo). Review of this production order also showed that the implant kit was shipped with the heartmate 3 IFU (rev. C), which provides warnings in regards to use of an outflow graft clip on a pump with the abbott logo printed on the spline pump cover. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C. Section 1 of the IFU, ¿introduction¿, lists stroke as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 ¿surgical procedures¿ contains the following warning: do not use an outflow graft clip on a heartmate 3 lvad with the abbott logo, as this heartmate 3 lvad has features to prevent outflow graft rotation so the clip is not needed. Features on this heartmate 3 lvad may prevent proper clip installation and attempting to use the clip may lead to adverse events such as bleeding. The outflow graft clip should only be used on a heartmate 3 lvad with the thoratec logo. Photographs are provided in the IFU to show the differences in appearance between a heartmate 3 lvad with an abbott logo and a heartmate 3 lvad with a thoratec logo. The heartmate 3 lvas patient handbook, rev. D, is also available. Several sections of this handbook provide care instructions in regards to preventing infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was later reported that the patient had a cerebrovascular accident post implant procedure. The patient experienced right hand weakness. Computerized tomography showed an infarct (ischemic stroke). The event was managed conservatively. The patient recovered, was discharged home, and is now stable.